Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided to clarify how the extension wire was manually manipulated. It was stated that the surgeon pressed on the extension wire around the patient's ear area with their fingers. The cause of the short was not known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-nov-25 and 2019-nov-28. It was reported that impedances were normal until the surgeon palpated and manually manipulated the extension wire around the patient's ear area prior to surgery. The doctor was able to create a short between contacts 0 and 1. They discussed with the patient in detail about potential issues and plan to resolve. The patient was very clear that they only wanted their battery replaced and that was it. The issue was not resolved. The new pc battery was placed and the short was still present. The doctor was aware. The patient did not want to replace any existing extensions at this time.

Manufacturer narrative:
Analysis of implantable neurostimulator (serial number: (B)(4)) revealed the battery was at normal end of life, telemetry and output was okay. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported the patient's battery was at eri and at 2.95 v. Additional information was received: it was reported that there was an eos message on the tablet. The caller did mention a dissatisfaction with the longevity of the device. The caller noted they got a video sent to them from the doctor that showed a flashing message with a red line showing "device has reached end of service." Technical services couldn't confirm if the message was normal or not. The caller said that the battery voltage was 2.66v. The caller thought there was a possible impedance issue because they couldn't have an MRI but couldn't say with certainty and deemed speculative. Additional information was received from the rep stating that they saw the neurosurgeon and the doctor was able to do an impedance check and it showed no shorts or open circuits. The pc only had one side programmed, which was the left side and the right side was nothing. The battery showed eos and as expected the ins would not be turned on or programmed. The caller stated unfortunately the patient left before the rep could advise the doctor to run multiple tests in multiple positions to try to illicit the possible short. The caller stated the patient was scheduled for replacement on this coming tuesday. The caller stated they would meet with the patient prior to the case and try to run an exhaustive multi-position impedance test.